Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the patient interface was knocked loose and not seated properly. After re-seating the patient interface, the fse tested the unit and it worked to specifications. The iabp unit was return to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an augmentation issue and a low vacuum alarm. There was no patient harm and no adverse event was reported.